Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke from the hub during the infusion. The following information was provided by the initial reporter, translated from (B)(6): "the head nurse of pediatrics reported that the front end of the catheter tube which was inserted into the body was broken during extubation" "a (B)(6) child with epilepsy to be investigated was hospitalized on february 25 with a catheter indwelling needle. The child was still asleep when the shift was over on the morning of the 28th and the indwelling needle was normal. Half an hour later, the infusion started to find that the catheter tubing had come out, and the catheter tubing was extubated. It was found that a large part of the catheter tubing was broken and could not be found. The part of the catheter tubing was found on the pillow under the child's head at night. The patient's medication was 20% mannitol and ganciclovir. 32 hours later, it was found that the infusion before the broken tube was normal. The patient has been discharged from the hospital."

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke from the hub during the infusion. The following information was provided by the initial reporter, translated from chinese: "the head nurse of pediatrics reported that the front end of the catheter tube which was inserted into the body was broken during extubation". "A 28-month-old child with epilepsy to be investigated was hospitalized on february 25 with a catheter indwelling needle. The child was still asleep when the shift was over on the morning of the 28th and the indwelling needle was normal. Half an hour later, the infusion started to find that the catheter tubing had come out, and the catheter tubing was extubated. It was found that a large part of the catheter tubing was broken and could not be found. The part of the catheter tubing was found on the pillow under the child's head at night. The patient's medication was 20% mannitol and ganciclovir. 32 hours later, it was found that the infusion before the broken tube was normal. The patient has been discharged from the hospital."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1356881. D.4. Medical device expiration date: 10-jan-2025. H.4. Device manufacture date: 22-dec-2021. H.6. Investigation: a device history review was conducted for lot number 1356881. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. The photos show that the sample gauge was 24g, the catheter was broken at about 1mm near the catheter hub, the broken surface could not be seen clearly, and there was no swelling or redness on the back of the child's hand. Unfortunately without the ability to investigate the affected unit and due to the prolonged intubation prior to discovery of the non-conformance, our quality engineers were unable to associate the root cause with manufacturing.

Manufacturer narrative:
H.6. Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system broke from the hub during the infusion. The following information was provided by the initial reporter, translated from chinese: "the head nurse of pediatrics reported that the front end of the catheter tube which was inserted into the body was broken during extubation" "a 28-month-old child with epilepsy to be investigated was hospitalized on february 25 with a catheter indwelling needle. The child was still asleep when the shift was over on the morning of the 28th and the indwelling needle was normal. Half an hour later, the infusion started to find that the catheter tubing had come out, and the catheter tubing was extubated. It was found that a large part of the catheter tubing was broken and could not be found. The part of the catheter tubing was found on the pillow under the child's head at night. The patient's medication was 20% mannitol and ganciclovir. 32 hours later, it was found that the infusion before the broken tube was normal. The patient has been discharged from the hospital."